Event description:
Account said that bed will not go into trend or reverse trend.

Manufacturer narrative:
Account said he replaced the motor control and siderail interface pcb to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.